Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy device has not worked since about 2 years ago, and they would like to have the implantable neurostimulator (inss) removed. The patient stated that they have not been in touch with their healthcare provider since implant. Patient services redirected the patient to their healthcare provider. No further complications or symptoms were reported or anticipated.